Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to product performance issue. No additional patient adverse effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A surgical intervention was performed and the lead was capped and surgically abandoned. No additional patient adverse effects were reported.